Event description:
During an unk procedure, the device would not staple but but. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and with no cartridge loaded. The device was tested for functionality with a test cartridge and if fired conforming. Event described could not be confirmed as the device fired conforming.